Event description:
An attempt was made to use a diver ce kit clot extraction catheter to treat a patient. The device was inspected prior to use and no abnormalities were noted. However it was reported that when the device was advanced to target lesion, no metal marker showed on the x-ray. The device was removed and a new device was used to complete the procedure. It was reported that no portion of the device remained in the patient. It was reported that the event did not affect the patient. No clinical sequelae were reported. Evaluation summary: several kinks were detected on the proximal tube and median tube. The tip and marker band are missing; however it was reported that no part of the device was left in the patient.

Manufacturer narrative:
(B)(4). Results: incorrect technique/ procedure (inadvertent mishandling during insertion through the guide catheter). Conclusion: device failure due to user handling (inadvertent mishandling during insertion through the guide catheter).